Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a device abnormality, unknown message. It reportedly occurred rarely between (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a device abnormality; unknown message. It reportedly occurred rarely between 2026-01-31 and 2026-02-01. Data was provided for investigation. Confirmation of the complaint could not be determined between 2026-01-31 and 2026-02-01. The probable cause could not be determined.. Product was also provided for investigation. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined. No injury or medical intervention was reported.